Event description:
This ra lead was implanted on (B)(6) 2001. A call to technical services on (B)(6)2011 states that rep is working with health care provider (B)(6), (B)(6). Rep wanted to review and know why atrium is not pacing and if there is noise on ra. Reviewed episodes v-121 through v- 124. Discussed ra is not pacing because either above maximum sensor indicated rate or vtr mode - depending on where looking at in each episode. Discussed that it looks like possible myopotential noise on ra but only in some episodes. However, it is not oversensed. Discussed dna may be able to filter out. Discussed trouble-shooting for myopotential since has the potential to be oversensed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).